Event description:
The customer reported complete communication loss (comm loss) at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
According to the customer, this cns monitors gz teles and patients are not monitored anywhere else centrally. The issue appears to be with the server as the issue is affecting another cns.